Event description:
It was reported that the buttons were unresponsive. The battery was changed several times and the anomaly continues. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and watch dog due to moisture damage on the electronic assembly. Further testing could not be performed due to the frozen display. The device had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.